Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The broken part could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
17 reciproc blue files r25 8/100 21mm 025 were returned (2 files in loose + 15 unused files). One of the files in loose is broken at the tip of the active part (fatigue). Second file in loose is broken in the active part (uncertain conditions). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during DHR review (batch #1850062). A sample of 10 unused files was taken and evaluated, and was found in compliance with specifications. According to our prescriptions, we can consider that the production batch #1850062 is conforming (representative sampling). No fault was found, production meets specifications. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).